Manufacturer narrative:
Product analysis :visual and optical examination of the implant identified stripped threads, without visually discernible deformation of the inserter threaded hole, consistent with significant impact during attempted implantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior lumbar inter-body fusion and treated levels were l4-s1. Intraoperative, while inserting a cage into l4/5 right when rotating the first cage, cage was found to be loosened from the inserter and was unable to be reattached so it was removed with a remover. There was substance like sheared off part of peek on tip of the inserter. The sheared off part was disposed in hospital. Another cage was used with the help of another inserter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.